Event description:
Additional information: it was reported that after a catheter revision the patient¿s pump was turned down to the lowest setting and everything in it was ¿scrubbed.¿ it was also reported that the patient had withdrawal after the surgeries to fix the catheter. It was thought the patient had ¿flu symptoms¿ until it was realized he was going through withdrawal. The patient was scheduled for a side-port study because the health care provider thought something was wrong with the catheter again. It was noted that when the pump worked, it was able to keep the patient¿s pain under control.

Event description:
It was reported that the patient experienced a decrease in therapeutic effect. The patient was experiencing symptoms of withdrawal and serious pain. The patient had a revision surgery on (B)(6) 2012 for a catheter kink. It was unclear if the withdrawal symptoms were prior to or following the catheter revision. The patient had been to the emergency room several times, where he was given oral pain medication and 'sent away'. The patient was directed to the ER from the hcp due to the 3 hour distance of the hcp from the patient. The patient had a follow up appointment with the healthcare provider (hcp) on (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report

Event description:
Additional information was received. Patient reported a cerebrospinal fluid (csf) leak following catheter revision on (B)(6). Prior to revision pump dose was a 4, following revision pump dose was decreased to 1 or 2. Patient reported throwing up, diarrhea, and shaking. Patient was discharged from hospital on (B)(6) and has been in "pure hell" in and out of ER's due to csf leak complications, including severe headaches, and pain. Patient was given loratab for pain, but it didn't "touch it". Patient reported, he met health care professional (hcp) to increase pump dose. As a result of the csf leak, the patient had a terrible headache, could not keep his pressure bandage on because, it caused a lot of pain. Patient was in the ER on (B)(6) and the csf was aspirated, patient was discharged (B)(6) and then reported the leak at his backside was worse than before his most recent hospitalization. Patient called hcp office due to worsening condition. Hcp called back to indicate patient needed to lie flat, push fluids, and get labs drawn at local clinic to rule out infection. It was unknown if labs were done. Hcp scheduled an appointment for (B)(6), for refill and possible catheter revision. Patient reported, he couldn't wait that long as he was miserable. Reviewed going to the ER again for assistance if needed. It was also reported a catheter problem. Company representative reported there was a leak in the catheter. Hcp replaced the spinal segment of the catheter. It was reported, the patient had a csf leak around the old catheter. The old catheter pump (proximal) segment was connected to the newly implanted spinal segment in the back. The new section of catheter was primed and the patient's simple continuous rate was lowered. Patient outcome was reported as "doing well". System used to deliver hydromorphone drug. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter issue was discovered when a side port study was performed. A catheter revision was performed on (B)(6) 2013. The patient was readmitted on (B)(6) 2013 due to poor pain control. "Csf (cerebral spinal fluid) was removed at that time". Patient was discharged and was getting good therapy at the time of discharge. The dose and concentration were adjusted to the following: dilaudid - 7 mg/day, 20 mg/ml and bupivacaine - 1.8 mg/day, 5 mg/ml.